Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user facility reported that as a result of regular annual microbiological testing by the user facility, gram-negative bacteria were detected from the sample collected from the device. The microbiological testing by the user facility was carried out by collecting purified water sucked by an aspirator, collecting it in a sterilization cup, and culturing it. The gloves used at the microbiological testing may have been reused. The aspirator was not sterilized. Reportedly, the tube connecting the suction cylinder of the device and aspirator was reused. The device was cleaned with an another company disposable cleaning brush. Reportedly, the brush may have been reused. A service engineer of another company confirmed the automatic endoscope reprocessor of the user facility, but there was no abnormality and the concentration of the disinfectant was the specified value. The user facility will review the reprocess protocol. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The user reported that the instrument channel of the device tested positive for gram-negative bacteria. It was regular microbiological testing annually performed by the user facility. The user also reported that the device had been reprocessed with a johnson & johnson automated endoscope reprocessor model endoclens neo, using disinfectant disopa. The evaluation of the device confirmed the followings; there were no abnormalities such as buckling, scratch, dirt, and foreign matter adhering in the channel. Dirt was confirmed on the insertion tube and video cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Based on the appearance abnormality confirmed on the device, omsc will inform the user of the handling method of the device. If significant additional information is received, this report will be supplemented.